Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of architect anti-hcv reagent, lot number 77478li00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, three sensitivity panels (core only panel (panel a), ns3 only panel (panel b)), japan high positive panel and the positive control were tested. The sensitivity panel and positive control values met specifications for reagent lot number 77478li00. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical data of architect anti-hcv reagent. Reagent lot 77478li00 detected the same bleeds as reactive as historical data of architect anti-hcv assay. Based on this data it was shown that the sensitivity performance is not adversely affected. The performance of the likely cause lot was investigated by completing a review for potential non-conformances/non-conformances or deviations related to the likely cause lot. This review did not identify any related potential non-conformances/non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Taken together, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
Patient 2 generated discrepant architect (B)(6) results using serum and plasma samples. The account generated (B)(6) (1.20 and 1.28 s/co, lot 74014li00) result with a serum sample but (B)(6) (0.83 s/co, lot 77478li00) result with a plasma sample. A sample was sent to a reference laboratory for additional testing. Reproducibility testing was (B)(6) (1.72 and 1.46 s/co). (B)(6) addition test showed a decrease in test value when (B)(6) was added. Nonspecific binding absorption test show no significant decrease in value when microparticle raw material was added. The account stated patient 2 has a diagnosis of hepatocellular cancer due to (B)(6). The account suspects the (B)(6) result to be (B)(6) and stated the (B)(6) reduction to a (B)(6) result was caused by a decrease in patient immunity. The account stated patient 2 is deceased due to the progression of the cancer. Based on the information provided as confirmed by the reporter the death of the patient was due to progression of the cancer. The discrepancy in results is not the likely cause of death in this event. No impact to patient management was reported.